Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 536 mg/dl. The customer also had a cramp in his left leg prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime, high pressure and self tests. The customer also stated that the insulin pump has been dropped several times. The customer requested a replacement insulin pump. Nothing further was reported.